Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0 x 40, 75cm mustang¿ catheter was advanced to dilate the lesion. Upon the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The balloon had the appearance of having been inflated. A visual examination of the returned device identified a longitudinal tear in the balloon material starting from 15 mm distal of the proximal markerband and extending for 25mm distally. A visual and microscopic examination found no issue with the distal and proximal markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0 x 40, 75cm mustang¿ catheter was advanced to dilate the lesion. Upon the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.